Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure, the suture sleeve of the left ventricular lead split and broke off right down the middle of it. The sleeve was secured at another point and the bit that broke was still attached circumferentially to the lead and was left inside the patient as it was risky to cut around the lead. The patient was stable.